Event description:
A customer reported unspecified higher readings while wearing the adc freestyle libre sensor compared to a unspecified lower readings from a competitors meter. In (B)(6) 2018, the customer lost consciousness and was treated for hypoglycemia by both an hcp and non-hcp with glucose (type/ route unknown.) There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all freestyle libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. The manufacturer of freestyle libre sensors was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint.  A tripped trend review was performed for the reported complaint and libre sensors showed the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. There were no tripped trends observed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of december 2018. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified higher readings while wearing the adc freestyle libre sensor compared to a unspecified lower readings from a competitors meter. In (B)(6) 2018, the customer lost consciousness and was treated for hypoglycemia by both an hcp and non-hcp with glucose (type/ route unknown.) There was no report of death or permanent injury associated with this event.